Manufacturer narrative:
It was reported that patient was over 18 years old. Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilatation procedure performed on (B)(6) 2013. According to the complainant, during the procedure when the physician attempted to perform dilatation the pressure would not increase. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Preliminary evaluation of the device revealed the gauge needle to be stuck and reading inaccurately; therefore, this has been deemed an MDR reportable event.

Manufacturer narrative:
The device was returned with extension tubing. Visual examination of the device noted the gauge needle was below zero atms. Functional testing was performed; the device was prepped with 35ml of water and was pressurized to 12atm for 30 seconds; however, the gauge needle did not move. The complaint event description was confirmed. It is likely the device was mishandled during storage or preparation of the device, which could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge, and resulting in the gauge not operating to its specifications. Therefore, the most probable root cause for this event is handling damage. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilatation procedure performed on (B)(6) 2013. According to the complainant, during the procedure when the physician attempted to perform dilatation the pressure would not increase. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Preliminary evaluation of the device revealed the gauge needle to be stuck and reading inaccurately; therefore, this has been deemed an MDR reportable event.